Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown, a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1 of 3. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The hp was connected at the time of the alarm and did not disconnect during therapy, there were no leaks and no unused lines. The tsr advised to let the nurse know about the alarm. Product surveillance contacted the nurse on 05/10/2011. According to the nurse, she was aware of this event and the patient has been able to resume therapy with no further issues. There was no patient injury or medical intervention associated with this event. No further information is available.